Event description:
Caller reported an error with the continuous glucose monitor (cgm) indicating a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After completing the reset, the pump no longer displayed the cgm error, and the customer successfully started a new sensor session.